Event description:
Customer reported a false negative result obtained when testing a patient with known anti-e when testing against cell #2 (e+e-) of 0.8% selectogen lot #8s729. No death or serious injury is associated with this event.